Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds)was advanced to the mitral valve. The first final arm angle passed. However, after removing the lock line, efaa was tested again, and it failed. The clip opened to approximately 60 degrees. The clip was closed back down; efaa was re-tested, and it passed. After clip deployment, the clip opened again, this time to 20-30 degrees. The clip remained stable on the leaflets; mr was reduced to 1+. No additional clips were needed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while establishing final arm angle (efaa) and clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.n